Event description:
The following has been reported: biomed reported: "product issue: no ticket was open; pump is erroring out sn: (B)(6). Description of issue: pump flashes red and show error on screen. Pump logs: pump logs attached. Date and time issue occurred: unknown. Patient harm or delayed infusion: unknown/not communicated. A preliminary review identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.